Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported "similar intermittent issues and then the bipolar forceps were unable to stop a bleeding (ooze) on the liver following the removal of the gall bladder" (second case (B)(4). The surgeon tried for a good few minutes but the bleeding would not stop. The surgeon had to use "surgicell" as well as "flowseal" to stop the bleeding on the liver and the patient lost about 50 ml of blood. The case was able to be completed following the application of the haemostasis gel. The procedure was delayed by about 30 minutes. No negative impact in state of health reported.